Manufacturer narrative:
Batch review performed on 02 february 2021: lot 164537: (B)(4) items manufactured and released on 17-oct-2016. Expiration date: 2021-09-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 01-jan-2017.

Event description:
Revision for stem loosening, the date of primary surgery is unknown. No further information are available.